Manufacturer narrative:
Pump had missing segments/partial display due to cracked liquid crystal display glass. Unable to perform the displacement test and self-test due to missing segments/partial display.

Event description:
Customer reported via phone call that the insulin pump started flashing a white screen. Customer's blood glucose value was 147 mg/dl at the time of the incident. Customer reports display was flashing. Customer stated no report of pump screen flashing when screen was turned on after being in sleep mode. The device will be return for analysis.